Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an occlusion event and was alerted by alarm 2 followed by alarm 26. The blockage was reported to be located at the site. It was found that the infusion set cannula was crimped. Patient noticed symptoms 3 or more hours after insertion in the abdomen. Patient confirmed to regularly rotate site location. No further information available.

Manufacturer narrative:
H 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.